Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ever since their implantable pulse generator (ipg) was implanted, they feel discomfort and pain with it every day. The patient further reported that the ipg migrates/moves and they can pick it up and flip it. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.